Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? If yes was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? Was any other tissue damaged as a result of searching the needle? Could you please clarify the information below: for tha procedure there were two devices related? For tka procedure there were one device related? If this information is incorrect please clarify and provide correct quantity? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m.

Event description:
It was reported that a patient underwent a tha or tka procedure in 2022 and suture was used. During the procedure,it was reported by the distributor that the customer had an instance of suture needle tips breaking off during a case. In one case, the tip was retained during a tka. No adverse patient consequences were reported. Additional information was requested.